Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, an error c-34 occurred when using the erbe. Prior to calling, the caller power cycled the erbe without success. The technical support engineer (tse) confirmed the reported error c-34 in the system logs. The tse also confirmed with the caller that no other generators were connected when the error occurred. The procedure was completed with an external generator, with no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up with the intuitive tse: this error normally shows up when an instrument that is connected to the erbe is activated. Therefore, the erbe may power up normally (no errors). This appears to be the issue in this case based on the logs, as the surgeon started the procedure at 08:52:02 and the first c-34 error appeared at 09:10:21, which could have been when the surgeon first used an erbe-activated instrument.

Manufacturer narrative:
The iesu was returned for failure analysis. The reported failure was confirmed and replicated. During power up the reported c-34 error was found, confirming that the fault occurred in the field. During visual inspection, no issues were found that would be related to the reported event. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
Refer to h11 for follow-up information.